Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached over 600mg/dl while wearing the pod on his abdomen for between 4 and 24 hours. He put a new pod on and gave himself 14 units of humulin u500 before going to the emergency room. He thought that this should have brought him down but his blood glucose was over 400mg/dl. No diagnosis was given at the hospital. Treatment included a MRI, blood work, and ketone test. At the time of this event, the patient was experiencing pneumonia for which he was taking antibiotics. His doctor had also changed the basal program. The device was disposed of.